Event description:
During a saphenous vein harvesting procedure, the hosp reported that the blue seal fell out of the uniport plus into the pt's leg. It was retrieved without any complications to the pt.